Event description:
On (B)(6) 2025, a patient reported a severe low event requiring ems assistance and a visit to the emergency room (not admitted). The patient also reported falling out of bed during the event and hitting their head. The patient's bg dropped to 35 mg/dl. The patient reported that the ilet was delivering too much insulin. The patient also said that prior to ilet therapy, he has had a history of lows requiring ems assistance. The patient was treated with IV glucose by ems. Emergency room staff monitored their bgs and the patient was discharged 5 hours later with their bgs in range. The patient has reported as doing fine but remains on lantus injections and is not back on the ilet pending a visit to their hcp.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The logs also show that at 9:31 on (B)(6) 2025, an occlusion alert was triggered by the ilet, that was not acknowledged by the user. The ilet paused insulin delivery due to the occlusion alert. The dexcom g7 appeared to be intermittently on and offline from the morning of (B)(6) 2025 to the evening of (B)(6) 2025. The specific cause of this event cannot be determined nor can the allegation, however not responding to the occlusion alert and resolving the cgm issues may have contributed to this event. Should additional, relevant information become available, a supplemental report will be submitted.